Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer called requesting assistance turning the auto-off feature off. Customer had elevated blood glucose levels (250 mg/dl). Reportedly, customer forgot to turn the feature off when setting up the pump. Customer delivered a bolus to stabilize blood glucose levels. Tandem technical support guided the customer through turning off the auto off feature.